Event description:
It was reported that while using night aligners, the patient's second to last aligners because the final ones were cracked.the patient was frustrated about the left front tooth on top and was still slightly out of line with the rest of the teeth.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.